Event description:
The pt called and stated that after using a tampon she experienced itchiness and swelling in her vagina and went to the emergency room. A physician reportedly gave her tamsulosin to relieve swelling and allow her urethra to open. She was also provided with an antibiotic which the pt did not identify. The physician told the pt not to use tampons for awhile and to visit her ob/gyn in a f/u visit about two weeks later. The pt said nothing about a f/u visit but did report that she has recovered and is feeling well.

Manufacturer narrative:
A review of the DHR for the reported malfunctioning lot showed that only approved materials were used in the manufacture of the tampons. All inspections were completed according to approved testing plans and there were no records of contamination or other issues that may have contributed to the event. The application of fragrance was within approved specification limits. No evidence of device malfunction was identified, and there have been no other reports of irritation or infection received for this lot and type of tampon. Although the pt originally noted an intent to return unused tampons from the original cartoon in the postage paid envelope sent to the pt, none have been returned as of the time of this report. If further info becomes available, z f/u report will be provided.